Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus malaysia for evaluation. Olympus malaysia checked the subject device and duplicated the reported phenomenon. In addition, it was displayed not only the error e117 but also e116 which indicates the subject device malfunctions/otv error as well as e117. These errors were found which was occurred by the failures of the printed circuit boards and ccu (camera control unit ) of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified of the causes of these phenomena. However based on the report of olympus malaysia, omsc presumed there was the possibility these phenomena were attributed to the ccu failure of the subject device. Omsc has confirmed that these phenomena do not occur due to device or manufacturing, and there is no problem with safety. (There is no multiple occurrence.) If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the service engineer of olympus (B)(4) that the error code, e117 which indicates the subject device malfunctions/otv error was displayed after the demonstration at the user site. There was no patient injury associated with this report.